Event description:
Legal case ¿ USA (mdl no. 3044) case: (B)(4) rh rev1 is associated with this case. It was reported via legal documentation that approximately 5 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, significant and continuing personal injuries, limited activity of daily living, joint pain, joint swelling and stiffness, limited rom, loss of mobility. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6: corrected the following: medical device problem code.

Manufacturer narrative:
Manufacturer narrative updated: the most likely cause for the reported revision due to prosthesis wear and limited range of motion is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided, and it is unknown as to whether an exactech hip implant was implanted in the index surgery referenced in this case.